Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. This report is being submitted to retract the initial report, MFR report number 0001038806-2024-01465 that was submitted on 7/12/2024. Correction: upon product evaluation and customer verification, the returned screw was identified as a zimmer dental screw instead of a biomet screw. Based on this new information, this event is no longer a reportable event. No additional reports will be submitted under MFR report number 0001038806-2024-01465.

Event description:
This report is being submitted to retract the initial report, MFR report number 0001038806-2024-01465 that was submitted on 7/12/2024. Upon product evaluation and customer verification, the returned screw was identified as a zimmer dental screw instead of a biomet screw. Based on this new information, this event is no longer a reportable event.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1 patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: patient sex unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. E1: email address unknown / not provided. G4: PMA/510(k) number not available. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw fractured in the patient's mouth. Requested screw removal tools to retrieve the portion.